Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02448. The pt received two scs extensions from the same lot number. It was reported the pt is not receiving effective stimulation from his scs system. A sjm rep met with the pt but reprogramming did not resolve the issue. Two of the pt's leads have multiple contacts with low impedance. X-rays taken indicated a possible lead pull at the ipg header. Surgical intervention may be undertaken at a later date to address the issue.